Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with a defective ail (air in line) pcb (printed circuit board). According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
Evaluation summary: during product evaluation, the air in line printed circuit board (ail pcb) was found to be defective. The ail pcb was replaced and calibrated and the baxter technician tested the device.